Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while the ilet was delivering insulin, with a fingerstick glucose around 307 mg/dl and later decreasing to 242 mg/dl, and no leakage or delivery alerts noted. Symptoms included elevated blood glucose. Outcomes included no reported injury and no need for medical intervention or hospitalization. Investigation included review of device data that showed active insulin delivery and insulin on board, along with user troubleshooting and education with a planned follow-up. Investigation of this case revealed no device alarms, no evidence of infusion site leakage, and no confirmed device malfunction, while the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.